Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the internal battery was observed. The device's internal battery was replaced to address the issue.